Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the hardware had failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the metal bar responsible for releasing the doors when using the keys had a significant bend at the top. This deformation interfered with one of the latches, potentially causing the drawer failure and the inability to recover the error. Although the exact cause could not be definitively confirmed, the bent bar was strongly suspected to be a major contributing factor. A nurse manually failed the tower using keys, temporarily resolving the issue. A field service engineer replaced both latches in the half tower with newer style latches, straightened and reinstalled the bent metal bar, and verified latch operation using the hardware test application. No issues were found, and general cleaning and inspection of the unit were completed. The system functioned as intended after the field service engineer repaired the device.